Event description:
It was reported the patient presented for implant procedure. During surgery, the ventricular leadless pacemaker (lp) exhibited low pacing impedance after fixation. Upon trying to reposition the lp, the delivery catheter and lp slid back into the atrium and snagged on a mitral and septal clip. After several attempts, the clips were disengaged by advancing the delivery sheath to the distal portion and providing counter-traction. The clips remained implanted but the septal clip was inverted. The implant attempt was abandoned. The patient was in stable condition.